Event description:
It was reported that the lunar orca system would not x-ray and had no image displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The orca is an end of life product. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.